Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip becoming caught in chordae appears to be a combination of patient pathology/morphology and user technique (re-positioned the clip due to insufficient mitral regurgitation and the device became caught in the chordae). The reported chordal rupture appears to be a result of procedural conditions. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in the chordae, causing chordal rupture. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade 4+, and a flail. The first clip was implanted slightly medial of the a2/p2. Reportedly, the jet was split more medially than laterally and the decision was made to implant a second clip. A second clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. The position was too far medially and mr reduction was not sufficient; therefore, the clip was re-positioned. While re-positioning, the clip became caught in the chordae. Troubleshooting was performed for approximately 30 minutes, and the clip was able to be freed. It was noted that a few chords ruptured, worsening the flailed segment. The clip was repositioned and the leaflets and flailed segment were treated successfully. Two clips were implanted, reducing the mr to 2+. No further treatment was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.